Manufacturer narrative:
The clinical complaint has been investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event to be provided to the clinic along with the letter of indication approval: "the following is a clinical opinion based on the information and photos provided by the clinic staff. On (B)(6) 2022, a 37 y.o. Patient received 0.7 cc of revanesse versa+ filler into her lips. At a later date ( not specified) the patient felt her lips were asymmetric primarily due to asymmetric bumps. The clinic was unsure if topical anesthetic was used. They were also unsure if the patient had allergies, was on medication, had any medical history or contraindications to ha fillers. There was no reported pain or swelling. The photos showed no nodules, no inflammation and no signs of an adverse event related to product. The photos did show asymmetry and when the patient stretched her lip the photos it showed small deposits of ha product at a superficial level such that it allowed the ha to be visible thru the epithelium and mucosa of the lip. Based primarily on the photographic evidence my clinical opinion is that this case represents a suboptimal injection with the product being deposited to superficial. This is easy to correct with massage and/or dissolving the product with hyluronidase. I believe the later was done at the clinic. I hope this clinical opinion is of value to all parties concerned."

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml in the lips area of the patient on (B)(6) 2022. Amount of product injected was 0.7 cc, according to the initial report. Patient is white female; age of the patient is 37 years old. Date of birth is not verified. According to the initial report, the patient experienced several bumps on her lips. It is unknown whether the patient has any pre-existing risk factors. According to the initial report, it is unknown if the patient has received the covid vaccine. As per report, it is unknown if the patient has had any medications after or before the treatment. Treatment plan: filler and botox (no issues with botox). Elevated fitzpatrick scale of type ii reported. No topical anaesthetic was used during the procedure. No allergies to dermal fillers reported since it was first time treatment. Patient is a first time dermal filler treatment. Current status of the patient: filler has been dissolved. The medical director of the clinic has been informed of this adverse event.